Event description:
Baxter includes this abbott product in its spinal anesthesia tray. The drug, available by itself, bears the storage statements that it should be refrigerated and protected from light. The labeling on baxter's spinal anesthesia tray states to store the tray, and thus the tetracaine, at room temp. Further, if the drug is removed from the kit for any reason, and placed with other stock, it would be indistinguishable from others in the fridge. Its potency would not be assured through the labeled expiration date because it had been stored at room temp. The rptr has spoken with baxter's quality control dept. Baxter was not too concerned about the issue. The dir of quality assurance was to call them back. Now, after 3 weeks with no return call, the rptr has proceeded to alert FDA to the issue. The rptr has also reported the problem to abbott. The rptr notes abbott has thought along these lines and has a separate ndc number and expiration dating for product put in its spinal anesthesia tray. Product lots listed are representative samples of what is presently in stock. Labeling samples are available upon request.